Manufacturer narrative:
Revision occurred after 20 days due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 20 days after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision was a poly swap due to dislocation of unknown cause. 36 mm + 6 standard humeral cup explanted and replaced with 36 mm + 6 stability humeral cup and 9 mm spacer.